Event description:
It was reported that the device issued a "speaker malfunction" inop. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.